Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was cut during the implant procedure. Low impedance and a loss of sensing were then observed. The lead was not implanted. A replacement lead was successfully implanted.